Event description:
It was reported that the pump touch screen was delayed in responding to touch. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.